Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the "j" stiffener wire has fractured 10mm proximal of weld site. The proximal section of "j" stiffener wire measures 77mm and was received with 6mm of the distal end protruding out of the outer polyurethane insulation 11mm proximal of weld site.